Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited capture anomaly and the right atrial lead had an unspecified issue. The leads were capped on (B)(6) 2018. No further information was available.

Event description:
New information available on (B)(6) 2018 states that, the capture threshold of the left ventricle was chronically high. The physician was unable to find an acceptable capture threshold using vectors that are found in crt-p. Thus, the lead was capped. Right atrial lead was capped due to atrial fibrillation. Patient¿s condition was stable before, during and after the procedure. Patient was not symptomatic.